Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) device exhibited a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. In addition, there were high out of range shock impedance measurements with a maximum observed measurement of 135 ohms. The healthcare provider described gradual changes in the shock impedance. It was noted that the ICD system implant form listed a shock impedance measurement of 80 ohms during the induction test but also listed a measurement of 103 ohms during a commanded shock test. Boston scientific technical services recommended to the hcp to perform a commanded shock test during the ICD device replacement procedure to measure the true delivered shock impedance. The device was subsequently explanted and replaced. The boston scientific representative indicated that fluoroscopy images observed during the device replacement procedure were unremarkable and stable with respect to the right ventricular (rv) lead with rv thresholds that were within normal limits. The shock impedance was measured as 91 ohms at implant, which is within normal specification limits. No defibrillation threshold testing was performed due to patients poor ejection fraction and cardiac status. Device therapy programming was adjusted to a maximum output of 41 joules for all shocks in all programmed device detection zones due to the rv lead being a single coil lead and the system being implanted on the right side. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) device exhibited a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. In addition, there were high out of range shock impedance measurements with a maximum observed measurement of 135 ohms. The healthcare provider described gradual changes in the shock impedance. It was noted that the ICD system implant form listed a shock impedance measurement of 80 ohms during the induction test but also listed a measurement of 103 ohms during a commanded shock test. Boston scientific technical services recommended to the hcp to perform a commanded shock test during the ICD device replacement procedure to measure the true delivered shock impedance. The device was subsequently explanted and replaced. The boston scientific representative indicated that fluoroscopy images observed during the device replacement procedure were unremarkable and stable with respect to the right ventricular (rv) lead with rv thresholds that were within normal limits. The shock impedance was measured as 91 ohms at implant, which is within normal specification limits. No defibrillation threshold testing was performed due to patients poor ejection fraction and cardiac status. Device therapy programming was adjusted to a maximum output of 41 joules for all shocks in all programmed device detection zones due to the rv lead being a single coil lead and the system being implanted on the right side. No additional adverse patient effects were reported.